Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found damage but still attached to the pushwire. Additionally, the pushwire was broken into two segments at the manual detachment location (via hypotube), but retained together by the release wire. The distal segment of the pushwire was found bent from its proximal end and the tack weld replacement (twr) crimp was found to be intact. During evaluation the implant coil was successfully detached from the pushwire by pulling back on the release wire. Based on the reported information and analysis we are unable to definitively determine the cause of non-detachment.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device has not been returned for analysis; therefore, the event cause could not be determined. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the implant coil failed to detach despite several attempts. The coil was removed from the patient. The patient experienced vasospasm and a new coil was used to continue the embolism. The patient was discharged without injury.